Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system with no other device. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the iliac superficial femoral artery. Aspiration was initiated inside the body. However, a leak and holes were observed around the rubber latex part of the catheter and an error message to connect saline displayed. Reset was performed; however the error continued to display. The catheter was removed from the patient and the procedure was completed with an unspecified stent. There were no patient complications and the patient's condition was fine.